Manufacturer narrative:
Concomitant product: 7122q lead, implanted: (B)(6) 2014; 5086mri58 lead, implanted: (B)(6) 2011. Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the leads were explanted due to sepsis and bacteremia that originated from the patient's mediport. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.